Event description:
Medtronic received information indicating that during the case, the white suture collar on the eopa 3d cannula went through the aortotomy and slipped off of the cannula into the patient's aorta. In the interventional radiology lab, the suture collar was found in the femoral artery and retrieved. There were no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis because the customer discarded the device. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Patient information has been requested, but has not been received at the time of filing this report. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.